Manufacturer narrative:
The biomed tech had done an event trace download and non-invasive testing and was unable to verify the autocycling condition with a test lung.

Event description:
It was reported that the ventilator was autocycling while on a patient. The patient became hypoxic and the chest was being inflated. One of the staff had modified the et tube and the problem was corrected. The staff stated that the condition was probably due to a large leak.